Event description:
It was reported that the customer experienced difficulty in pressing the wake button and/or required multiple presses to turn on pump screen. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was guided to press button correctly with and without pump case, and although pump screen eventually turned on, button remained hard to use, so pump was approved for replacement. The customer planned to continue using current pump until replacement arrived.